Manufacturer narrative:
Zoll medical corporation has received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not go into sync mode. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including syncronised cardioversion testing using a known good multifunction cable without duplicating the report. The device was recertified and returned to the customer. No accessories were returned for evaluation. Analysis of reports of this type has not identified an increase in trend.